Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. Email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during infusion, the device under-delivered medication to the patient. The continuous infusion rate was 21ml/hour with a reservoir volume of 500ml. Per the reporter, the pump only infused 300ml over 24 hours but the event logs read 493.5ml were infused. The staff re-programmed the pump the following day to complete the infusion. Per the reporter, there were no patient adverse effects.